Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter was damaged and showed a spiral slit. The catheter shaft was kinked/buckled. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guide catheter cut in half during sheath slitting. The catheter was removed and a different catheter was used to complete the lead implant. No patient complications have been reported as a result of this event.